Event description:
It was reported, during a diagnostic radial probe procedure the subject device a had plastic sheath that was tight on the needle and when pushing the needle, the plastic sheath was extending. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. However, new reportable malfunctions were identified during the device evaluation: sheath was deformed, showing signs of stretching and twisting and blood was present inside the sheath. Based on the information obtained from this complaint and the investigation results, the most probable root cause is traced to component failure. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during a diagnostic radial probe procedure the subject device a had plastic sheath that was tight on the needle and when pushing the needle, the plastic sheath was extending. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported, during a diagnostic radial probe procedure the subject device a had plastic sheath that was tight on the needle and when pushing the needle, the plastic sheath was extending. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.